Event description:
Left-side urethral perforation during a unilateral proact revision procedure. Post operative images confirmed that the device was initially placed without issue. The physician then catheterized the patient and felt the catheter "bottom out". Additional review of device placement confirmed that the urethral wall had been perforated, and the balloon had migrated through the patient's urethra and into the bladder. The proact device was removed and the patient was sent home with the catheter in place. The physician plans to implant the patient's left-side with proact once the perforation has healed.

Manufacturer narrative:
The uromedica representative present at the case reported that the physician filled the balloon above the recommended fill volume of 1.5ml. The uromedica representative suspected that the catheter may have caught on the overfilled balloon of the implanted proact device from the inside of the patient's urethra during deployment of the catheter. This catch on the balloon was likely the "bottomed out" feeling reported by the physician which is suspected to have caused the urethral perforation. Uromedica complaint # (B)(4).